Event description:
Same case as MDR 6000089-2006-00378, and -00379. It was reported that 234 days after a coronary artery drug eluting stenting treatment procedure the patient underwent a target vessel reintervention (tvr) of the right coronary artery (rca) for diffuse in-stent restenosis. The index procedure treated two target lesions. Target lesion 1 was a 3.0mm vessel diameter, 100% stenosed region of the mid rca. The lesion was 6.0mm in length. The physician predilated the lesion before placing 1 taxus express2 8.8% 3.5x16mm drug eluting stent. Residual stenosis was 0% after post dilation. Target lesion 2 was a 3.0mm vessel diameter, 100% stenosed region of the distal rca. The lesion was 25.0mm in length. The physician predilated the lesion prior to placing two overlapping taxus express2 8.8% stents. These taxus stents placed were a 3.00x28mm, and a 2.5x20mm. Residual stenosis was 0% after post dilation. A branch occlusion and post stent thrombus were listed as procedure complications. The patient was discharged from the hospital 3 days post index procedure receiving asa and plavix. The site reported that the patient underwent a tvr of the rca to alleviate diffuse in-stent restenosis 234 days post index procedure. The physician treated the lesion by placing 2 cypher stents in the target vessel. In the opinion of the physician there was an unknown relationship between the taxus stents and the tvr. The patient was discharged from the hospital 1 day post tvr in satisfactory/good condition.